Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 year after the primary surgery, the surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16 july 2024. Lot 2300476: (B)(4) items manufactured and released on 14-apr-2023. Expiration date: 2028-mar-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: ball heads: mectacer 01.29.212 biolox delta ceramic ball head 12/14 ø 40 size s - 4 (k112115) lot 2237502: (B)(4) items manufactured and released on 28-nov-2022. Expiration date: 2027-nov-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: impact 01.32.156dh acetabular shell ø56 two-holes (k132879) lot 2246651: (B)(4) items manufactured and released on 05-apr-2023. Expiration date: 2028-mar-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: impact 01.32.4048hct flat pe hc liner ø40/f (k122641) lot 2248473: (B)(4) items manufactured and released on 13-mar-2023. Expiration date: 2028-feb-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.